Event description:
A product liability claim was raised. It was reported that the patient was implanted with a durom acetabular component 52/46 code l on the left side on (B)(6) 2007. Due to fluid collection, pseudotumor and metallosis, the patient was revised on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical reports) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).